Event description:
It was reported that patient was hospitalized for hepatic portal hypertension. The target lesion was normal hepatic tissue. The lesion was totally occluded with no calcification. In an attempt to treat the lesion using admiral xtreme device, the physician noted after inflating the balloon to 8 bar and holding pressure for 30s he noted a leakage in the balloon. The physician changed to another admiral xtreme to complete the procedure but also noted a leakage in the balloon after inflating it to 8 bar. A third admiral xtreme was used to complete the procedure. The devices were inspected and prepped prior to use with no issues noted. The balloons were being used for pre dilatation. Inflation pressure was applied to the balloon prior to the leak. The leak was noted in vivo. The balloons were used in an attempt to facilitate opening. No patient injury or clinical sequelae were reported for this event. Device evaluation: the catheter returned with its original pouch and carton box. During the technical investigation, the device was visually inspected. The balloon catheter shows few traced of blood only in the balloon portion. The device has no damages: no shaft kinks or deformations, no tip damages. On balloon surface, a defect could be detected like a puncture with traces of blood in the middle of the cylindrical portion. A 0.035'' guide wire was loaded through the guide wire lumen with no difficulties or resistance noted. The balloon was inflated with water using a manometric syringe but it could not hold the pressure due to a leakage. To better evaluate the balloon damage, the balloon was inflated with air at 8bar. A pinhole of around 0.8mm of length in the middle of the cylindrical portion was detected where the balloon defect was noted during visual inspection.

Manufacturer narrative:
Evaluation results: deformation problem, patient condition affected effectiveness of device (patient lesion morphology- occluded lesion). Evaluation conclusion: device failure/lack of effectiveness related to patient condition. (B)(4).